Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault without rotation. Due to low vault without rotation, the lens was removed and replaced with a longer length lens. Cause of the event is unknown. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4)

Manufacturer narrative:
B3 - date of event: 08-aug-2204 corrected to 08-aug-2024. B5 - correction to remove "it has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category" from the initial MDR. Claim # (B)(4).